Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus had the image being upside down. The reported event was resolved once the customer replaced the endoscope. The customer was advised to mark the endoscope. If the reported event is to reoccur to clear the gte memory on the universal surgical manipulator (usm) and then reinstall the endoscope with the orientation the customer wants to use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the next time they used the 30-degree lens, it was fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the endoscope.